Manufacturer narrative:
Technician found the cover over the side rail latch is bent. The technician repaired the metal cover so the side rail could latch properly.

Event description:
Technician alleged that the side rail will not stay up. No impact or injury to patient.